Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the cord connection for the orthopat machine was loose. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. A saline spill was found in the power supply and the caution tag was missing from the power cord. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. (B)(4).